Manufacturer narrative:
The company representative was able to confirm the reported issue. The nonconforming core module was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed> there were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the ophthalmic operating console laser output was low. The surgery was completed on the same day. The patient impact have not been provided.